Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 29. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2022, the implant was removed upon clinician¿s decision. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.